Event description:
It was reported that during a photo-selective vaporization of the prostate, the fiber forward fired after 200,000 joules of use. It was noted that there was a burnt part observed; however, the part was not specified. The fiber was changed, and the procedure was completed without patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual inspection via microscope identified a distal circumferential fracture (dcf) at the glass cap. The glass cap exhibited severe devitrification at the output window. The metal cap exhibited moderate debris adhesion on its surface, indicative of tissue contact. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not find signs of breakage along length of fiber. Further functional testing to verify the forward firing output rate showed that it was below the threshold for potential patient harm. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria. Based on analysis results, it is probable that the debris adhesion found on the metal cap contributed to elevated temperatures near the laser beam output window. Continuous elevated temperature can lead to fiber damages, including dcf. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Based on analysis result, the interaction between the user and device, or sample, caused or contributed to the observed fiber damage and reported event.

Event description:
It was reported that during a photo-selective vaporization of the prostate, the fiber forward fired after 200,000 joules of use. It was noted that there a burnt part observed; however, the part was not specified. The fiber was changed, and the procedure was completed without patient complications.